Manufacturer narrative:
On 4/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 275cc saline breast implants which bilaterally deflated after implantation. The issue was diagnosed during ultrasonographic examination. As a result patient underwent bilateral removal and replacement with catalog number 3501640, lot number 7587669 on (B)(6) 2019. This report is for the left.

Manufacturer narrative:
Device evaluation completed on 6/25/2019: during evaluation of the sample three (3) ( a, b and c) tears were found. Tear a was measured approximately 8.3 cm located running from the anterior aspect to the posterior; tear b 0.8 cm in the anterior view and tear c measuring approximately 0.6 cm in the posterior view. Microscopic examination was performed and striations were observed in all the ruptures. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).